Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 4 months after two dental implants were installed in intraoral regions #19 and #18, it was verified their non-osseointegration. The patient presented bone type iii and bone graft was executed.